Event description:
Caller states patient tested 5.4 inr on the coaguchek system and 3.6 inr on the comparison lab. Coumadin was held while waiting for lab result to return. No adverse event reported. Requested return of suspect system and replacement was sent.